Event description:
It was reported that after a surgical procedure a broken bur was found inside the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Correction d9: bur was not returned for evaluation additional information: d4: UDI is unknown as the catalog/lot number were not reported. H6: the quality investigation is complete.

Event description:
It was reported that after a surgical procedure a broken bur was found inside the attachment. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.